Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon was having problems with the arms. The surgeon reported that universal surgical manipulator (usm) 1 and usm 2 had sticky movements and usm 3 was floating/drifting. Intuitive surgical, inc. (Isi) technical support engineer (tse) found no related logs and customer had already continued with procedure. Tse was unable to troubleshoot issue. The procedure was completing as planned with no indication of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site's clinical sale representative, who verified possible drape installment issues for sticking usms. The unit was on unlevel flooring and needed to be repositioned for drifting usms. The issue could not be duplicated that the time of the call with the fse.